Manufacturer narrative:
Approximate age of device - 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the manufacturer¿s technical service representative observed a speed drop below the low speed limit on (B)(6) 2018 that lasted approximately 2 seconds for a log file submitted for review. The event occurred while the patient¿s vad was connected to a power module and therefore a short to shield was suspected. The patient was reported to be asymptomatic. X-ray images of the driveline were unremarkable. The patient was issued an ungrounded power module patient cable to use while on power module support. As of (B)(6) 2018, the patient was stable and would remain on an ungrounded patient cable and be observed closely for any further alarms. The customer reported that the patient as not a candidate for transplant. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed a low speed advisory alarm, a specific cause for this event could not be conclusively determined through this evaluation. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.